Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were found.

Event description:
It was reported that the patient presented prior to the procedure. It was noted that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.